Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 465 mg/dl at the time of incident. Customer stated they stop using the insulin pump because they already use vial of insulin, reservoir and set. The customer was treated with 8 units of insulin for high blood glucose. Customer declined troubleshooting. The device will not be returned for analysis.